Manufacturer narrative:
A field service engineer (fse) determined that the cell rinse waste was not correctly flushed, he cleaned the appropriate vacuum path and confirmed that the module was running within specifications. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 828640, and the expiration date is 31-dec-2025. A field service engineer (fse) flushed the drain hose system including the valves. The trap bottle was emptied and cleaned and final control measurements were passing. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 8000 cobas c 701 module. Patient 1's initial result was 119 mg/dl, and the repeat result was 86 mg/dl.